Event description:
It was reported to philips that the device's ready for use (rfu) indicator displayed an "x" with a beeping sound. The device was not in use on a patient. The reported problem was able to be duplicated during testing in the lab. The pca was found to have the internal memory connector defective/damaged resulting in the device not able to accept/read the memory.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device's ready for use (rfu) indicator displayed an "x" with a beeping sound. The device was not in use on a patient.